Event description:
Blood glucose results of "29.2, 5.7 and 5.4 mmol/l" with a lifescan meter, performed within 10 minutes of each other.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.